Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 06-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition had improved and she did not currently have any diabetic symptoms. Customer stated that since the last call she had gone to a clinic; customer did not receive any treatment, she had been advised to continue to use the truemetrix air meter to monitor her blood glucose. Customer stated she has not used the truemetrix air meter as she does not believe the results to be accurate. Call had been disconnected prior to replacement of products. Unable to contact the customer at follow-up call attempt on 07/08/2020.

Event description:
Consumer reported complaint for high blood glucose test results. At the time of the initial call, the customer reported having blurry vision and stated that she was going to call doctor. Customer's information was given to technician who had contacted customer via telephone on (B)(6) 2020. Customer stated that she went to the doctor's on the day of the initial call. The customer is concerned with test results obtained of 114, 257 and 138 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl; expected non-fasting and pm fasting result ranges were not provided. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/31/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 99 mg/dl, date: (B)(6), time: 12:02pm, fasting. Result 2: 114 mg/dl, date: (B)(6) 2020, time: 11:45am, undisclosed. Result 3: 257 mg/dl, date: (B)(6) 2020, time: 11:29pm, non-fasting. Result 4: 138 mg/dl, date: (B)(6) 2020, time: 8:02pm, fasting.